Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.a review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely some external force was applied to the distal end, creating cracks and damage.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed; a cracked c-body was noted during the evaluation and a leak from the biopsy channel was found. The device was repaired and returned to the customer.

Event description:
A user facility reported to olympus a puncture in the channel near the tip and the auxiliary port needed to be tightened. The problems, as reported to olympus, were identified during device reprocessing. There was no patient injury or harm, associated with the problem, reported to olympus.